Event description:
A customer reported one patient sample which gave an unexpected negative reaction in cell 3 of capture-r ready screen(3) (crrs 3) on echo. The patient sample contains anti-c.

Manufacturer narrative:
Customer returned approximately 500l of patient sample. The plasma was hemolysed. Returned patient sample was tested manually with retention crrs 3 lot e013 and read on in-house galileo. A positive reaction was observed on cells I and iii. There was not enough material for further testing. The customer was informed that hemolyzed sample should not be tested on the galileo. As per the galileo operator manual: samples that exhibit excessive hemolysis or lipemia, or are icteric, should not be tested on the galileo. Samples that exhibit a hemolysis grade of 3+ or greater must not be tested on the galileo, because they may generate erroneous results.